Event description:
Per the pt's parent's skin flap is infected and the tissue has begun to break down. The child reportedly has been hospitalized twice for admin of IV antibiotics (no dates provided). Most recently the pt has been treated with trovan. Per the child's parent, the surgeon and an infectious disease specialist recomended explantation, a period of time for the infection to heal and reimplantation on the contralateral side. Info has been requested from the health care provider. Date of event is approx.